Event description:
Reporter alleged, the customer was found non-responsive at 7:50 am with a blood glucose value of 74 mg/dl performed on the advantage system. Reporter stated, she attempted to treat customer with a tube of icing, but was unable to do so due to him becoming combative in behavior; therefore, paramedics were called. It was stated paramedics meter read 29 or 30mg/dl about an hour later, where customer was then treated with a glucose IV. The exact location of the alleged incident was not provided. No other actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter, voicemate vsr w/chek vial, and comfort curve test strip lot number 549178 with an expiration date of 09-30-07.

Manufacturer narrative:
The suspect product is the comfort curve test strips.